Event description:
Initial and additional information was received from an office staff on 08/10/2010 and 08/12/2010: a (B)(6) female received poly-l-lactic acid (sculptra) (lot # unknown, expiration date unknown) in 2009, for cosmetic purposes. The poly-l-lactic acid was injected on the top of her hands in a different physician's office. The patient was told to massage the area 5 times a day after she was injected. On an unspecified date, she experienced lumps on her hands. The patient reports that it is "lumpy." No treatment was given to the patient. At the time of the call, the lumps were ongoing. No further relevant information was reported.